Manufacturer narrative:
Received one used a1141 smallbore trifuse ext set w/3 microclave clear nanoclave for inspection. No defects or anomalies noted upon initial inspection. The set was leak tested per product specifications. There was leakage from the nanoclave. The nanoclave was disassembled but no defects or anomalies were found. The reported complaint of leakage can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where it was reported that the blood port of IV tri set tubing was leaking/dripping. It was also noted that it was not allowing fluids to get all the way through line. Additionally, the port flushed and drew back but would leak when medication was running. The event was noted during patient care. The patient was a 1-year-old male. The affected area is h4a. There was patient involvement and unknown human harm.